Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that call service alarms were emitted by the pump each time a new battery was inserted. Multiple new batteries were used and the alarms continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, a review of the black box showed multiple call service warnings were observed on (B)(4) 2014. The pump powered on normally with the returned battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms occurring. The pump case was removed and no evidence of loose components or moisture contamination was found inside the pump. The call service alarm issue was confirmed in the pump history but was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.